Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was removed and replaced because it was only working intermittently. There were no patient complications reported.